Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was no longer able to charge the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. No further information could be obtained despite good faith efforts.